Manufacturer narrative:
Result of investigation: vyaire medical was not able to verify the reported issue. Unit passed 72 hours extended tests at customer settings without any unusual alarms or conditions. Ventilator failed troubleshooting final test at battery operation and pressure and oxygen blending performance. Bench testing revealed internal battery and flow valve is creating a non conformance. The internal battery was replaced and the unit passed battery operation test. The flow valve was replaced and the unit passed pressure and oxygen blending performance.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 was on a patient being scan with MRI (magnet resonance imaging) alarmed vent inop (ventilator inoperable) and kept cycling on and off. The customer confirmed that there is no patient harm associated with this reported event.